Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor tip was broken. Operation completed successfully.

Event description:
Additional information received states that all pieces of the broken instrument were retrieved from the patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Question: were all pieces of the broken instrument retrieved from the patient? Answer: yes.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. From break (intraoperatively) to break (intraoperatively : fragment removed from wound).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for analysis. Examination of the photographic evidence confirmed the allegation. It was observed that engaging tip of the impactor was separated from the rest of the part. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.